Event description:
The individual allegedly developed a latex allergy from wearing latex medical gloves during her career as a nurse. This allegtion is being reported to comply with the medical device reporting regulation. Investigation of this claim can not be conducted as no catalog #, lot number, device descritption or samples are available. It is not known if a sims portex inc, product caused or contributed to this event. Many distributors and MFR's or latex gloves have been named in this litigation.